Event description:
The customer reported the system intermittently produces continuous x-rays. No pt injury was reported.

Manufacturer narrative:
The ge svc rep troubleshot the system and found that the 5 volts supplying the gib board was low. The system was adjusted from 5 v to 5.05 v. And it was recommended that the customer replace the gib board. No further action required.